Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a basal. Customer does not recall any significant events leading to the error. Customer's blood glucose was 180 at the time of incident. Troubleshooting was done for no delivery and fixed prime error. Customer was advised to monitor device and will call back if any further questions.